Manufacturer narrative:
The likely root cause for the event is specimen tube. (B)(4).

Event description:
The customer reported that post piercing; the tube ram pushed a specimen too far and popped the cap off the vial which caused the contents (blood) of the 5ml specimen tube to spill inside the beckman coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer also stated there were 'bellows not extended needle in unsafe position' and 'stripper plate obstructed' errors. The facility does have a risk management / exposure control plan is in place. On (B)(4) 2012, a field service engineer (fse) found no problem with the tube ram and concluded an issue with the used at the time of the issue that caused the tube ram to push the specimen tube too far and popped the cap off the tube. Fse performed: system verification, which passed. Ran blood specimens to monitor issue, which all passed tested all functions and all tested ok.